Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("right device got broken inside her body while being inserted") and adverse event ("damages and injuries") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("complication of device insertion") and adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergone surgery twice) and surgery (device removal). Essure was removed. At the time of the report, the device breakage, complication of device insertion and adverse event outcome was unknown. The reporter considered adverse event, complication of device insertion and device breakage to be related to essure. The reporter commented: she has undergone surgery twice and even it has left her sequels for life. Her life is limited since essure was implanted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-may-2017 for the following meddra preferred terms: 1)device breakage. The analysis in the global safety database revealed 2.515 cases. 2)adverse event. The analysis in the global safety database revealed 31cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2018: report now provided via lawyer: patient experienced " damages and injuries" (added as new event), she was under treatment for the sequelae after essure removal. All events considered related by consumer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right device got broken inside her body while being inserted') and adverse event ('damages and injuries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("complication of device insertion"), adverse event (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune disease / her autoimmune system was fitting against essure"). The patient was treated with surgery (device removal and undergone surgery twice). Essure was removed. At the time of the report, the device breakage, complication of device insertion, adverse event and autoimmune disorder outcome was unknown. The reporter considered adverse event, autoimmune disorder, complication of device insertion and device breakage to be related to essure. The reporter commented: she has undergone surgery twice and even it has left her sequels for life. Her life is limited since essure was implanted. To this days, the patient is under treatment of the sequels caused by the implantation and removal of the devices. For that reason, she is claiming a compensation due to the damages occurred. The consumer referred the product has caused damages, she stated the product has destroyed her life with two interventions and the consequences of having her body intoxicated by the product for four years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: new event added: autoimmune disease. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right device got broken inside her body while being inserted'), adverse event ('damages and injuries') and autoimmune disorder ('autoimmune disease / her autoimmune system was fitting against essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("complication of device insertion"), adverse event (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (device removal and undergone surgery twice). Essure was removed. At the time of the report, the device breakage, complication of device insertion, adverse event and autoimmune disorder outcome was unknown. The reporter considered adverse event, autoimmune disorder, complication of device insertion and device breakage to be related to essure. The reporter commented: she has undergone surgery twice and even it has left her sequels for life. Her life is limited since essure was implanted. To this days, the patient is under treatment of the sequels caused by the implantation and removal of the devices. For that reason, she is claiming a compensation due to the damages occurred. The consumer referred the product has caused damages, she stated the product has destroyed her life with two interventions and the consequences of having her body intoxicated by the product for four years. Currently, she still undergoes treatment for the various sequelae caused by the insertion and removal of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: malfunction criteria added to the event device breakage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right device got broken inside her body while being inserted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("complication of device insertion") and autoimmune disorder ("autoimmune disease / her autoimmune system was fitting against essure"). The patient was treated with surgery (device removal, undergone surgery twice). Essure was removed. At the time of the report, the device breakage, complication of device insertion and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, complication of device insertion and device breakage to be related to essure. The reporter commented: she has undergone surgery twice and even it has left her sequels for life. Her life is limited since essure was implanted. To this days, the patient is under treatment of the sequels caused by the implantation and removal of the devices. For that reason, she is claiming a compensation due to the damages occurred. The consumer referred the product has caused damages and injuries, she stated the product has destroyed her life with two interventions and the consequences of having her body intoxicated by the product for 4 years. Currently, she still undergoes treatment for the various sequelae caused by the insertion and removal of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. The unspecified event damage and injuries was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right device got broken inside her body while being inserted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("complication of device insertion") and autoimmune disorder ("autoimmune disease / her autoimmune system was fitting against essure"). The patient was treated with surgery (device removal, undergone surgery twice). Essure was removed. At the time of the report, the device breakage, complication of device insertion and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, complication of device insertion and device breakage to be related to essure. The reporter commented: she has undergone surgery twice and even it has left her sequels for life. Her life is limited since essure was implanted. To this days, the patient is under treatment of the sequels caused by the implantation and removal of the devices. For that reason, she is claiming a compensation due to the damages occurred. The consumer referred the product has caused damages and injuries, she stated the product has destroyed her life with two interventions and the consequences of having her body intoxicated by the product for 4 years. Currently, she still undergoes treatment for the various sequelae caused by the insertion and removal of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("right device got broken inside her body while being inserted") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (undergone surgery twice). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered device breakage to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. The reporter commented: she has undergone surgery twice and even it has left her sequels for life. Her life is limited since essure was implanted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.818 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-sep-2017: initial receipt date corrected. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.